Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to two other meters as well as to their feelings and/or normal results. The complaint was classified based on the call recording which the medical surveillance specialist listened to. The patient reported that the alleged inaccuracy began during (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿250mg/dl¿ with the subject meter and ¿140mg/dl¿ on a onetouch verio iq meter. In addition, the patient obtained a blood glucose result of ¿250mg/dl¿ with the subject meter and ¿140 and 150mg/dl¿ on a onetouch ultrasmart meter within 30 minutes of one another. The patient also felt that the result of ¿250mg/dl¿ obtained on the subject meter as well as a further subject meter result of ¿244mg/dl¿ were higher than their feelings and/or normal results. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. In addition, meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with insulin (no adjustments) and has reduced their food and drink intake since (B)(6) 2017 as a result of the alleged product issue. The patient informed the customer care advocate (cca) that within a few hours of the alleged product issue occurring they developed symptoms of ¿jittery, weak and sluggish¿, however did not require any form of treatment as a result of these symptoms. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining inaccurate high results obtained with the subject meter.